Event description:
The customer stated a cell-dyn emerald generated a falsely elevated platelet result for one patient sample. The analyzer generated an initial platelet result of 1499. The sample was repeated at another facility (method unknown) and a platelet result of 872 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.